Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in 2009, in the patient's left (os) eye. The lens is planned to be exchanged, due to excessive vaulting. The lens remains in the eye.